Manufacturer narrative:
Investigation into this allegation is ongoing.

Event description:
Customer alleged tni correlation issues between triage and vitros 7600. No triage or vitros data provided. No patient symptoms or diagnosis provided. No apparent adverse event.